Manufacturer narrative:
Additional information: d9, g3, h3, h6. Complaint allegation is confirmed. Upon visual inspection, it was noted that the tip tube of the mini grasper, straight tip, 15° up curved, self-releasing handle, ø 2.75 mm was bent/broken. Functional testing was not performed due to the broken tip that affected the functionality of all the components of the front-end assembly of the device. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force being used during insecure grasping of tissue and prying/leveraging the device.

Event description:
On 02/06/2025, it was reported by a sales representative via (B)(4) that an ar-11910sr grspr,mini,2.75 mm 15°up crv w/sr hndl tip was bent and falling apart. This was discovered during the case with no patient harm.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.